Event description:
It was reported that the patients lead had migrated and had high impedance. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was not returned.